Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient got their stimulator to help with bowel and bladder issues but mostly from diarrhea, loose bowels that don't form which don't happen all the time , maybe every 3 weeks, but when they have a blowout, and they can't get to the bathroom on time, it is a big mess to clean up. Since getting their stimulator it may possibly be helping their bladder, that is not as much of an issue, but it hasn't helped their bowel. The patient's follow-up appointment is not until 6 weeks after implant and when they called the doctor they were told there was no doctor there that day to answer questions, they have tried to call the manufacturer representative (rep) but has gotten no answer from them. Patient asked how can you tell if it is working? They have increased it 3 times. Reviewed ins therapy optimization information, stimulation sensation information, control equipment gen eral use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Offered to assist patient to use the control equipment to check that stim was on and discuss their settings. Patient was successful to synch with their ins and chose to and increased stim stating they did not feel any sensation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient's relevant medical history included they got a call from the rep the first day and told the rep, they could not urinate so the rep told the patient to turn it off and told the patient to tell the doctor about it. Patient said, they turned it back on the following monday. They had other issues too, they were throwing up from anesthesia and they took pain pills and got really sick from those, then their bowels did not work and by sunday their bowels were trying but it would not come out and they were uncomfortable so they took dulcolax, then it was so painful because there was so much there and it was hard, they just cried it hurt so bad. Patient said, now, they're not going through that. They finally had their first bowel movement but a week later they could not make it to the bathroom before it just came out runny, so they increased and they had another issue today so they increased again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.